Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. The reported issue was resolved by replacing the o2 gas module. No logs were received. The replaced o2 gas module was returned for further investigation. Visual inspection of the returned air gas module revealed no abnormalities. The part was then placed into a reference ventilator for simulated use testing. During this testing, puc was performed and failed the internal leakage test. The returned o2 gas module still failed internal transducer test despite replacing the nozzle unit and the inspiratory solenoid. Both delta and supply pressure transducer were measured and found to be normal. The conclusion is that the device failed to meet its specifications due to a random component failure on one of the pcbs inside the air gas module.